Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the patient experienced infection. Fluid in the pocket was noted. Antibiotics were administered and the patient was intubated and received pharmacological intervention. The complete implantable pulse generator (ipg) system was explanted and a temporary ipg was placed. The complete system was then later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.